Event description:
A nurse tried to put on isolation gown to enter a room and found the elastic at the wrist was not secured, so the sleeve was not tight to her arm.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail to company rep not yet responded to.what was the original intended procedure?protect staff from exposure to infectious agents from patients in isolation room.device #1is this a laboratory device or laboratory test?no.